Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut rows 1 and 2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-mar-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilation with a 2.0x15mm maverick balloon catheter, a 2.75 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification after several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis reveals proximal stent damage.